Event description:
Soring group (B)(4) received a report that during setup of a case, the encoder shaft of a c5 mast roller pump was stuck and immovable. The pump was not used. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the c5 system. The pump is a component of this system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that during setup of a case, the encoder shaft of a c5 mast roller pump was stuck and immovable. The pump was not used. There was no patient involvement. A sorin group representative replaced the encoder at the facility. Subsequent testing found everything to be working properly. The defective encoder has been sent to sorin group (B)(4) for evaluation. The investigation is on-going. A follow-up report will be filed when the investigation is complete.